Event description:
It was reported that the patient experienced a hypoglycemic event while using a g7 continuous glucose monitor, confirmed by a fingerstick measurement of 30 mg/dl prior to waking, and glucagon was administered by the patient¿s spouse; troubleshooting and education were completed, and there were no alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included the need for intervention with glucagon, without hospitalization or emergency treatment. Investigation included a review of device use and user-reported history, assessment of alarm behavior, and user education. Investigation of this case revealed no device malfunction reported and no confirmable device-related cause for the hypoglycemia. It was concluded that the cause of the hypoglycemia was unclear and could not be attributed to a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.